Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2019-03016. "It was reported the patient experienced lead migration. Fluoroscopic imaging confirmed the lead migrated from the drg. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.